Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During device prep, when the valve was removed from the jar there was one leaflet that looked odd. The fcs put it through a rinse and was making leaflets open and close. One leaflet was not how it normally would look and was not closing completely. The fcs asked the surgeon to look at the valve and the surgeon was not sure if the leaflet would properly function once in the body. The valve was exchanged for a new valve and surgery was completed successfully. Per follow-up with the fcs, the valve looked fine afterwards. When they opened it one of the leaflets wasn't opening and closing properly in the saline. The surgeon messed with the valve and felt like one of the leaflets was sewn tighter then the others. As per product evaluation findings, cp2 was the leaflet that was not able to stay flexed in. The defect confirmed was a crease across the leaflet at cp2 and cp1.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: upon opening the jar it was noted leaflets cp2 is opened, cp1 and cp3 were in closed position. When tested with a probe it was noted that leaflet cp2 did not flex back to open position. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets were observed. When oscillated in solution, cp1 and cp3 opened and closed with oscillation, cp2 remained closed at all times. Per manufacturing inspection, a crease was observed across cp2 and cp1. Functional testing was able to be performed and the returned valve was further tested for proper coaptation under nominal simulated physiological patient conditions. The returned valve was videotaped as it cycled in the pulse duplicator to obtain footage showing valve leaflet motion. Video footage demonstrates that the valve opened and closed properly under the nominal stimulated patient test condition. Testing revealed the outflow side of the valve completely closed with proper coaptation of the three leaflets under back pressure during diastole as well as the outflow side of the valve with a large orifice at peak opening during systole. Due to the nature of the complaint, no applicable dimensional testing was performed. The complaint was confirmed by visual examination. The complaints for "alleged inadequate coaptation" and "valve/component anomaly - other" were confirmed based on the returned device. Alleged inadequate coaptation: in the technical summary, devices returned for these complaints over a two-year span were evaluated. The technical summary states that the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv leaflet coaptation and appearance should not be evaluated during thv preparation. Additionally, the technical summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non-conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As such, available information suggests that procedural factors (failure to follow instructions/user perception) may have contributed to the complaint event. Valve/component anomaly - other: per device evaluation, creases were observed across cp1 and cp2. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. A product risk assessment was initiated for further investigation and to assess the risk of the nonconformance identified. A CAPA was initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.